Event description:
It was reported that registered nurse had the patient on therapy since monday, but it had been alerted low flow all morning . Disconnected and reconnected raised water flow rate for a bit, but it would not go above 0.3 l/m. Registered nurse stated the label and plaque fell of their device so they did not have serial number. They stopped therapy, drained and disconnected with large pads. They verified fluid delivery line securely attached. They reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Started therapy and device primed to 0.3 l/m and stopped. System diagnostics showed that water flow rate was 0.3 l/m inlet pressure was -0.7 circulation pump command was 100 percentage mixing pump command was 0 heater was 0 system hours was 3456 pump hours was 410. Patient was at targeted temperature of 35c. Nurse stated they did take patient to computed tomography last night. Explained how pads can be damaged during certain testing like computed tomography . Discussed placing device in manual control and testing each pad. Nurse wanted to tried a new set of pads. Explained if same issues with new pads, they need to tried a new device. Encouraged to call back. Also noted would have biomed evaluate device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that registered nurse had the patient on therapy since monday, but it had been alerted low flow all morning. Disconnected and reconnected raised water flow rate for a bit, but it would not go above 0.3 l/m. Registered nurse stated the label and plaque fell of their device, so they did not have serial number. They stopped therapy, drained, and disconnected with large pads. They verified fluid delivery line securely attached. They reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Started therapy and device primed to 0.3 l/m and stopped. System diagnostics showed that water flow rate was 0.3 l/m inlet pressure was -0.7 circulation pump command was 100 percentage mixing pump command was 0 heater was 0 system hours was 3456 pump hours was 410. Patient was at targeted temperature which was 35c. Nurse stated they did take patient to computed tomography last night. Explained how pads can be damaged during certain testing like computed tomography. Discussed placing device in manual control and testing each pad. Nurse wanted to try a new set of pads. Explained if same issues with new pads, they need to try a new device. Encouraged to call back. Also noted would have biomed evaluate device.